Event description:
A report was received that the pt would be having a pocket revision due to ipg migration and pocket site pain. During the revision procedure, the physician determined that the ipg was "bad" and elected to replace it. The replacement ipg was implanted in a new pocket, and the pt was reportedly doing well post-operatively.